Event description:
A test infusion was done by the customer with no issues. No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigated the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions at this time since pump was not returned and complaint was not confirmed or refuted.

Event description:
The following has been reported: biomed reported: during night shift, this nurse noticed that the pump was beeping weird on the ivenix pump it stated, "pump needs servicing" and would not continue to run the fluids that patient had. It randomly did this and this was after this pump had been used for around 2 days I believe. It also stated something to the extent of "pump error". Cleaned pins and ran test infusion with no alarms. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.